Event description:
A report was received that a patient was having difficulty charging their ipg. The physician chose to replace the patient's ipg. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient was having difficulty charging their ipg. The physician chose to replace the patient's ipg. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performance tests done. The device exhibits normal device characteristics.